Event description:
It was reported that during the procedure, after prepping the devices per the instructions for use, a 2.5x15 trek rx balloon dilatation catheter (bdc) was advanced to a mildly calcified, eccentric, 90% stenosed, de novo lesion in the mildly tortuous mid left anterior descending coronary artery. During the 1st inflation, using an unspecified inflation device, the trek rx balloon ruptured at 4 atmospheres (atm). The trek rx bdc was withdrawn from the anatomy. Another 2.5x15 trek rx bdc was advanced to the same lesion to perform pre-dilatation, however, the balloon for this device also ruptured during the first inflation at 5 atm. No resistance occurred during advancement or withdrawal of each of the balloon dilatation catheters. A non-abbott bdc was used to complete dilatation, followed by placement of an rx xience prime stent, resulting in 0% stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional rx trek 2.50 x 15 mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.